Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a bd micro-fine plus¿ pen needle had a loose outer cover. This occurred on 2 separate occasions but the date/time and or patient information is unknown.